Event description:
Boston scientific received information that upon interrogation of this implantable cardioverter defibrillator (ICD) one episode was noted to have received shocks with therapy exhaustion. There was inquiry as to why this patient received shocks for a suspected supraventricular tachycardia. Technical services discussed. The physician had elected to reprogram the device with the vt zone off. Technical services discussed potential risks of this programming. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.